Event description:
It was reported that using an unspecified access during a procedure of the moderately tortuous, moderately calcified, concentric, 99% stenosed, proximal circumflex artery, after pre-dilatation with a 2.0 x 10 mm non-abbott balloon dilatation catheter (bdc), intravascular ultrasound (ivus) was performed. The 3.5 x 15 mm xience prime stent delivery system (sds) was advanced but met resistance with the calcification short of the lesion but it was delivered and balloon inflation began. The proximal portion of the stent implant was inflated and expanded when the balloon ruptured. While attempting to slowly remove the sds toward the guide catheter the stent implant dislodged in the anatomy near the lesion. The sds was removed. A 1.2 x 6 mm trek, 2.0 x 8 mm trek and a 3.5 mm nc trek bdcs were delivered and inflated inside the dislodged stent. Ivus was used to confirm that the stent covered the target lesion, however, one or two of the proximal stent struts were protruding to the left main (lm) [out of the target lesion]. A kissing balloon technique (kbt) was performed and the procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the balloon rupture was confirmed via returned device analysis. The reported physical resistance/difficulty crossing the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns, runthrough extra floppy; guide cath: mach1 7f fl4. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.